Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had tampons breaking off inside of me...had to have pieces removed [foreign body in reproductive tract]. Pelvic pain [pelvic pain]. Strong odor- vagina [vaginal odour]. Discharge- vagina [vaginal discharge]. Tampons breaking off inside of me [device breakage]. Case description: consumer sent e-mail stating that in november and january she had tampons breaking off inside of her. No serious injury was reported.